Event description:
It was reported that the pump exhibited an out of box failure, motor rate error. No patient injury or involvement was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump to be in good physical condition and was missing the battery. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. The pump will be converted into the loaner pool.. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).